Event description:
It was reported that during a lap nephrectomy procedure, the instrument jammed on the hilus vessels. Surgeon was unsure if the device had cut or not, or whether staples had been deployed. An additional port was put in, a new device was used and the original device was then cut off the tissue. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.